Event description:
Patient received indocyanine green for gallbladder surgery that would use the firefly on the davinci robot. When surgeon switched to this mode, blood vessels were not glowing as they typically do. Firefly was used to confirm the cystic and biliary structures prior to placing clips and dividing the cystic duct and artery but there was no fluorescence seen. The system was working and concern for possible icg not working therefore firefly was unsuccessful.